Event description:
It was reported that the blade broke where the tabs connect to the handpiece during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for eval. No details of lot no. Were provided. However, based on the info provided and the other more recent complaints reporting similar events, the root cause for the alleged breakage is determined to be multi-factorial.